Manufacturer narrative:
Reported event: an event regarding instability involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to instability and recurring dislocations. A shell, screw, poly liner and head were revised to a shell, screw, mdm metal liner, adm/mdm poly insert, and a new head (shell was revised to change its position). Rep provided primary and revision usage, and confirmed that no further information will be released by the hospital or surgeon.